Event description:
It was reported that prior to a hysterectomy procedure, the packaging looked like there was a hole in the packaging. The account circled the area and it will be returned. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the 2cb5lt complaint sample primary package was visually inspected. A hand drawn circle was on the blister package and a note indicating that it was a possible hole. The area inside the circle was webbing of the film blister which is a normal part of the forming process on flexible blisters. The package was opened to dye test the area and it was verified that the package material was intact and no hole was present. Complaint event is not confirmed. The device history record was reviewed and no anomalies were noted.

Manufacturer narrative:
(B)(4).